Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 was sticking and did not open unless the sides were pulled. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the drawer 3.2 was rubbing due to a broken slide bracket mounted to the cabinet frame. A field service engineer (fse) installed a temporary bracket, tested the drawer, and confirmed smooth operation. During a follow-up visit, the fse removed the temporary bracket, installed the correct replacement bracket, and verified proper drawer functionality. The system functioned as intended after field service engineer repaired the device.